Manufacturer narrative:
It was reported by customer that the morphine drip may be leaking and then noticed that the morphine tubing had some white fluid in it. Two samples were submitted for quality evaluation. Visual inspection was conducted on the samples and there were no visible issues found on the samples. Additionally, the was no white substance noticed in the infusion line. The infusion lines were then primed and there were no signs of leakage, occlusion or air-in-line. The customer complaint of leakage and foreign matter could not be verified. A root cause for the reported issue was not determined because the failure was not replicated. A device history record review could not be performed because the lot number is unknown.

Event description:
No additional information.

Event description:
It was reported that the bd maxzero needleless connector was leaking. The following information was provided by the initial reporter: rn was the bedside nurse, I was breaking her. While moving her pumps to a rolling pole I noticed the pump was wet under the morphine drip. I dried the pump off, gathered supplies for new tubing and notified corianne that her morphine drip may be leaking. Meanwhile she had been trouble shooting the line. The morphine drip was running really slow. Later in the shift when coming in to check on corianne's lipid line. Corianne then noticed that her morphine tubing had some white fluid in it. Unsure if it was lipids backed up into the morphine line or if it was precipitate in the line. She had replaced the filters, taken filters off, had lines clamped and was trying to trouble shoot what was going on with the lines. She had to replace all of the IV tubing and start over. She kept all of the tubing for investigation and the pumps are going to biomed to see if there is an issue with the pressure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.